Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined however, the severe calcification noted that could have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was selected for an implant. The implant depth at deployment was 3mm and there sufficient calcium to allow anchoring of the device in the opinion of the user. The patient had a 48° horizontal aorta. During deployment of the valve, in the final phase of the release, device migrated in the aortic position and the physician did not attempt to snare and reposition the valve . The migrated valve did not block a coronary artery or arteries and the patient did not have hypertensive spike or pulmonary hypertensive episode at the time of migration. Subsequently, this required the implantation of a 2nd 27mm portico valve via valve in valve procedure. On (B)(6) 2023, it was reported that a post-dilatation was performed due to moderate pvl after the second valve was implanted. During the entire period, the patient was hemodynamically stable and did not suffer any adverse effects. No patient consequences were reported.